Event description:
It was reported that the pt expired on (B)(6) 2011. It was later reported that the pt's cause of death was mixed drug intoxication. According to the pt's health care provider, the pt had morphine sulfate in her pump at the time of death, but there was evidence of recent heroin use. It was not known whether the pt's death was device related.

Manufacturer narrative:
(B)(4).